Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd allergy syringe tray in bd precisionglide¿ permanently attached needle had pierced through the shield before use. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the needle of the bd allergy syringe tray in bd precisionglide permanently attached needle had pierced through the shield before use. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Customer returned photos of 1ml allergy syringes. Customer states that the needle is through the shield. The photos were examined and exhibited the cannula through the shield. A review of the device history record was completed for batch #7226827. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200707892, 200707860] noted for needle through shield. There were three (3) notifications [200707752, 200707600, 200708559] noted that did not pertain to the complaint. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Possible root causes for needle through shield include: needle was bent during the shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production. (B)(4) has been opened to address this issue.